Event description:
See initial report.

Manufacturer narrative:
H11: through follow-up communication with the customer livanova learned the following information about cleaning procedures in place on the 3t devices: the device is cleaned with hydrolig every three (3) months. The water is changed every monday and thursday (twice a week), with filtered tap water and the addition of hydroliq hcu water disinfection plus with the addition of 200 ml (0.75% hypochlorous acid/1000 ml). In addition, a quarterly disinfection is carried out with pure water disinfection plus. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that, as soon as the device is connected to the power supply in the operating room and started up (cooling/heating), the fault current circuit breakers (fi) of the fuse in the operating room trips. The heater cooler displayed also some alarms meaning pumping problems (ee05, ee06, ee07) related to pumping problems. There is no report of any patient injury.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the heater-cooler system 3t. The customer technical service checked and replaced the fuses of the room, measured the circuit and everything was as expected. Therefore the source of the problem could be the 3t heater cooler. A livanova field service engineer was dispatched the customer and was able to fix the short circuit. To solve the issue the heating element from the patient side, the processor board; the distribution board and the circulator motor have been replaced. The issue has been resolved. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H11: a sample of water and black residue was collected from the cardioplegia tank and subsequently analyzed using scanning electron microscopy (sem). The analysis confirmed residue of metal oxides, which is consistent with corrosion of the heater-cooler coil coating and steel surfaces, likely favored by customer's disinfection practice and frequent exposure to hydroliq. The instructions for use (IFU) do not recommend the use of hydroliq disinfectant. Based on investigation findings, the root cause of the reported event has been attributed to user error, not following what IFU prescribes in terms of device disinfection and cleaning procedure. Consequently, the event has been re-assessed as non-reportable event. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.